Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure after stenting the 1st diagonal branch with a 2.25 x 18 mm xience v stent, a dissection occurred, which required treatment with an additional stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the IFU and risk assessment matrix, is a known adverse event associated with coronary stenting, and not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." In this case, the dissection required treatment with another stent. Although, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.